Event description:
My health declined and body rejected toxic breast implants. I had a full body inflammatory reaction to the toxic bags over my heart and lungs! Had spine issues shortly after insertion and fibromyalgia and new symptoms and health issues every month for the next 2 years. All problems disappeared after they were removed. I had to pay out of pocket to have them cut out!! All problems resolved after removal. These are hurting people and I was told they were an inert substance that couldn't cause issues by my surgeon. FDA safety report ID# (B)(4).